Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes, investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed: liner was fully expanded as designed. Sheath shaft has slight curvature. Distal tip was torn. Radial, angled, and shaft axial score lines were present on the distal tip. Scratches were observed on the hdpe. Imagery was provided from the site and revealed the following: sheath distal tip was torn. Tortuosity was present near the aortic bifurcation. Undersized vessels (>5.5mm vessel diameter required for use of 14f esheath). A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed per evaluation of the returned device and imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''during insertion of the delivery system through the esheath increased push forces, especially while exiting the esheath. When the esheath was retrieved, it was observed that the tip of the esheath was torn.''. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel tortuosity near the aortic bifurcation and undersized vessels. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to increased resistance during advancement. In addition, the valve can catch onto the sheath distal tip and tear it. Undersized vessels can also create a restricted pathway or constrained condition that may further contribute to resistance during delivery system advancement. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, undersized vessels) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of a 26mm sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. During insertion of the delivery system through the esheath increased push forces were noted, especially while exiting the esheath. There were no other difficulties during implantation. When the esheath was retrieved, it was observed that the tip of the esheath was torn. There was no patient harm. The patient was doing well post-procedure.